Event description:
In early 2009, the patient reported elevated blood glucose readings up to 400 mg/dl. She stated her insulin infusion device is not lowering her readings. She said she had her usual breakfast this morning and her blood glucose was 400 mg/dl which she treated by giving herself a bolus of 4 units of insulin. She stated her reading at 11:30am was 89 mg/dl. She stated her doctor has not recommended any basal rate changes but she has recently changed her basal rates, and her readings have not decreased. Symptoms of elevated blood glucose are dizziness, light-headedness, and feeling sweaty and out of breath. Troubleshooting did not find any product issues. The patient was advised to switch to her backup device for troubleshooting purposes. Repeated further attempts to contact the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.